Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device did not work as expected due to a pump mechanical issue. A new inflatable penile prosthesis was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the pump of this inflatable penile prosthesis (ipp) at our quality assurance laboratory, the returned component underwent a thorough analysis. The pump was visually inspected and functionally tested. The pump passed visual inspection and leak testing. The pump did not pass activation testing. Based on the information available and analysis results, the reported pump issue was confirmed.

Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device did not work as expected due to a pump mechanical issue. A new inflatable penile prosthesis was implanted. No patient complications were reported.